Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient receiving 20.0 mg/ml of morphine at 2.597 mg/day and 400.0 mcg/ml of baclofen at 51.94 mcg/day via an implantable pump for non-malignant pain and degenerative disc disease/herniated disc pain. Per the device interrogation log provided by the rep, a motor stall occurred on (B)(6) 2018 at 3:23 pm and recovered at 4:32 pm (the same day). No symptoms were reported with the motor stall. It was unknown at this time if a magnetic resonance imaging procedure (MRI) was performed at that time. No further complications were reported or anticipated.